Event description:
The customer reported a 12 lead failure. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a 12 lead failure. There was no negative pt impact. The device was evaluated by a philips field service engineer (fse). The reported symptom was reproduced. The issue was isolated to the ECG lead set. The ECG leadset was replaced to resolve the issue. The device passed all required testing and remains at the customer site for use. The ECG leadset caused the 12 lead malfunction. Replacement of the cable resolved the issue.